Manufacturer narrative:
Examination was not possible as the products were not returned. A search of the complaint database on the global head found no prior reports for this part and lot number combination. Provided information states the products are not suspected of failing to meet specifications or contributing to the reported events. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
During implantation, patient's bone was fractured.